Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced a bent cannula which led to high blood glucose level of 439 mg/dl. The site location of the infusion set was gluteous. The patient had left side with hard tissue. The length of time infusion set has been in use was few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.